Event description:
The video system center was returned to the service center with a report of panel out of order and automatic white balance adjustment. This does not indicate a MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, fluid intrusion and corrosion inside the front panel and universal serial bus (usb) memory stick cannot be read was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the fluid intrusion and corrosion inside the front panel, and universal serial bus (usb) memory stick cannot be read was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.